Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 49mg/dl; cause was unknown. Additionally, the basal iq feature did not suspend insulin when the customer experienced low blood glucose level. Recommendation was made by tandem technical support to upload the pump data logs to investigate the issue, however, the customer declined. Juice, snacks, and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.